Event description:
A customer reported that a patient experienced an unstable anterior chamber during a vitrectomy procedure. The procedure was completed with the same system. The facility reported patient harm, but no other information was provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).